Manufacturer narrative:
Correction to block h6: impact codes. Device analysis performed on the returned ipg revealed that it reached the elective replacement indicator (eri) within the expected range of its theoretical lifetime. The instructions for use (IFU) indicate that the battery longevity depends on many factors including programmed parameters, impedances, use of cycling or burst settings, hours of stimulation per day, and programming changes made by the patient. Additionally, the IFU states when the battery is nearing depletion, the remote control will display an eri message and failure to replace the ipg may lead to reduced programming capabilities and loss of stimulation. Because the ipg no longer records data after reaching the eri, how many weeks the ipg lasted after the eri message was displayed cannot be confirmed. However, engineers concluded that the patient using high-rate stimulation settings for a period of time before the eri message appeared likely affected the remaining battery life.

Event description:
It was reported that the spinal cord stimulation (scs) patients primary cell implantable pulse generator (ipg) reached its end of life two weeks after the remote control displayed the elective replacement indicator (eri) message. This amount of time was shorter than anticipated and the physician was unable to replace the device before the ipg turned off which resulted in a return of the patients pre-existing pain. The patient had fallen five months prior to the eri message appearing and it was unknown if the fall was device related. Also, the patient had high rate stimulation settings for a period of time before the eri message appeared. The patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The patient was doing well postoperatively and had good stimulation coverage of their pain area.

Event description:
It was reported that the spinal cord stimulation (scs) patients primary cell implantable pulse generator (ipg) reached its end of life two weeks after the remote control displayed the elective replacement indicator (eri) message. This amount of time was shorter than anticipated and the physician was unable to replace the device before the ipg turned off which resulted in a return of the patients pre-existing pain. The patient had fallen five months prior to the eri message appearing and it was unknown if the fall was device related. Also, the patient had high rate stimulation settings for a period of time before the eri message appeared. The patient underwent an ipg revision procedure wherein the ipg was explanted and replaced. The patient was doing well postoperatively and had good stimulation coverage of their pain area.